Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Shrouds. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? No vessels. Suture. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In and than out for testing. The analysis result of device (a) found that it was received with the top and lower shrouds damaged. Upon firing the device, the clips were ejected due to the condition of the returned device. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to malformed clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis result of device (b) found that it was received with the top and lower shrouds damaged. Upon firing the device, the clips were ejected due to the condition of the returned device. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to malformed clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clip did not close proximally only distally. It is unknown how the procedure was completed. There were no adverse consequences for the patient.